Event description:
Customer reported he experienced high blood glucose of 533 mg/dl on the day of the call because he ran out of insulin the night before. Customer reported that the insulin pump alarmed motor error when the reservoir was empty. He was able to clear the alarm and continue insulin pump therapy. Customer stated he met with a representative who noticed a crack on the battery compartment. During troubleshoot the customer was rewinding the insulin pump and received a compromised force sensor alarm. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.